Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is underway. Upon completion, the results will be submitted.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a needle. The customer reports a provider was doing a trigger point injection and the needle broke off towards the bottom, near the hub and remained in the pt. This resulted in the pt having to see a surgeon to have it removed.